Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right sided pocket stimulation when raising the left arm. The patient had history of stimulation with the epicardial leads. Attempt was made to reprogram around the stimulation and could not be done. The leads remain in use. No further patient complications have been reported as a result of this event.